Manufacturer narrative:
The investigation for the reported high purge pressure issue and the cannula kink issue has been completed. The impella device was not returned for evaluation. However, data logs and clinical information provided was sufficient to determine the root cause. Data logs were reviewed finding a 7-minute gradual rise in purge pressure followed by saturated pump flow. This condition was resolved after 30 minutes. The cause of the high purge pressure issue was most likely biomaterial based on data log review. The instructions for use states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ added health effect impact codes: 4644, 4627.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old male undergoing coronary artery bypass grafting surgery was implanted with an impella 5.5 device for mechanical circulatory support. On day three of support, there was a high purge pressure alarm. The impella 5.5 was explanted and the patient was alert and doing well. Follow up with the team determined the cannula was kinked.